Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Add¿l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer¿s report.

Event description:
The customer reported that the device was not sealing properly and there was bleeding from the vessels. It is unk if a regrasp alarm or end tone was heard. The forectriad was set at 2 bars and the vessels were 4 to 5 mm in size. This happened at the beginning of the case so the device had not been cleaned. The blood loss amount is unk and the vessels were treated with sutures. A new device was used to complete the case.